Manufacturer narrative:
The is deemed a serious injury with medical intervention and is likely to cause or contribute to a serious illness or injury to the patient. The complaint narrative described a leakage that led to the exposure of wounds to fecal matter. Although, the risk of wound contamination by fecal matter is greatly reduced with the use of the fms device when compared with other methods, the possibility of contamination and wound infection cannot be completely ruled out. The product insert under precautions and observations warns end users to provide for skin care and interventions as some leakage of stool around the device is to be expected. In the hospital settings where these devices are used, the standard clinical practice is to cover wounds with appropriate barrier dressings to facilitate healing and to further reduce the risk of fecal contamination.

Event description:
Catheter was inserted on a patient of (B)(6), who was diagnosed with necrotizing fascitis due to a laser lipolysis. On (B)(6), an assessment was performed of anal sphincter tone and was found acceptable. On friday, (B)(6), on the morning during the assessment, the catheter was found displaced, so it was re-inserted. The entire weekend, the device remained in place and on monday, the nurse on morning shift noticed the patient expelled the catheter again. On the same day, the head nurse on the afternoon shift performed a re-insertion procedure. On tuesday morning, patient expelled the catheter again contaminating a large pubic area and back, so she was brought back to the surgical was scrub and reinsertion was performed. On wednesday, ICU nurse reported that the catheter was clogged, and observed stool filtration toward the healing dressings (vac adhesive) and diaper. The indicator line on the catheter was positioned at the entrance of the anus. The inflation port (white) was expanded. When syringe was fitted and tried to suck, no return of fluid was obtained and it was suck, no return of fluid was obtained and it was difficult to remove fluid. During this manipulation, difficult to remove fluid. During this manipulation, the port broke and then drained the liquid that had inflated the balloon and it was possible to remove the catheter. The device was initially removed by the rupture of inflation port and it was not considered the possibility to use another catheter because, the patient refused. They complained of discomfort, sensation of continuous push, and severe pain in her rectum and did not want more manipulation. There was no fecal drainage, despite irrigation and lactulose administration.